Manufacturer narrative:
(B)(4). The device has not been received by baxter. If the device is returned and evaluated, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has "upstream occlusion" alarms. It was also reported that the customer was not aware of any patient involvement.